Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery. A 3.50 x 32 mm promus premier drug-eluting stent was deployed at high pressure, and a distal stent edge dissection was observed. The dissection was further described as type b and flow limiting. A 3.00 x 12mm promus premier was used to cover the dissection, and the procedure was completed. The patient was stable and fully recovered.